Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger was resetting. The last patient to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/ modem sn (B)(4) has been completed. As received the charger was resetting and unable to charge a battery. The cause of the resets and inability to charge was a shorted u13 (8-bit cmos flash micro-controller) component and a shorted q1 (current controlling transistor) on the bedside board. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The last patient to use this device did not report any deficiencies.